Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The procedural sheath and advancer tube were not returned with the device. A small section of sealant was returned separated from the catheter. The catheter and the shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was not returned; therefore, a complete physical investigation could not be performed. The product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors such as an incomplete engagement of the advancer tube, may have contributed to the reported event. Without the return of the advancer tube, a complete physical investigation could not be performed. According to the mynxgrip instructions for use, which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out. There was no reported patient injury. The device will be returned for evaluation. Additional procedural details were requested but are unknown.